Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced obstruction and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is (B)(6) year old female; weight was not provided. For another male patient, age and weight were not provided.